Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had to have the device repositioned due to weight loss. The patient then reported that the same area is where the sciatic pain comes from which had been going on for a long time. The patient's healthcare provider (hcp) initially thought that the pain was restless leg syndrome, but it was later determined that the patient had sciatic nerve pain. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
A patient reported she had lost a lot of weight and she had felt like the device had shrunk or moved. The patient went to have it surgically moved on (B)(6). The patient reported this issue began 6-7 months ago. The manufacturer representative (rep) noted the procedure was a pocket revision. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
This information was previously reported in MFR report #3004209178-2018-03301. Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a patient. The patient reported they had a procedure done to revise the implant because it had moved due to considerable weight loss, so the doctor moved it. Patient had an appointment with their primary care physician the day of the call. No further patient complications are anticipated or expected as a result of this event.